Manufacturer narrative:
The provue performed as intended and issued volume errors to alert the customer of an issue. The customer did not retest the samples as described in the user manual. Results were modified without repeating. Ocd fe performed service on the instrument and the repairs have returned the instrument to expected operation.(B)(4)

Event description:
Instrument posted multiple volume errors during blood grouping and antibody screen tests. Cards were brought to the service rack for review. Red cell buttons and microwells had varying volumes. Samples in question were not repeated. Customer modified results and reported the results.